Event description:
Oxygen blender utilized during cardiac bypass surgery was set at 12l but no oxygen was getting to the oxygenator. The pt required defibrillation but no permanent physical damage resulted. Upon general inspection of the components, exterior damage was noted on one of the electrical wires.